Manufacturer narrative:
The customer reported that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. This complaint was confirmed during functional testing and through a review of archive data. The root cause of the reported complaint was that the brake gap was out of specification and could not be adjusted due to a failed drivetrain motor. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. The investigation revealed that the drivetrain motor brake gap was too wide, measured at 0.015", out of the specification (0.008" ± 0.001"), triggering the system error. The brake gap could not be adjusted and continued to open out of specification; therefore, the drivetrain motor assembly was replaced to resolve the problem. Following the service, the autopulse platform underwent the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good-known test batteries, without any faults or errors. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During a routine device check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR". The customer reported that both the green and red leds remained continuously illuminated. Attempts to reset or troubleshoot the device were unsuccessful. No patient involvement.